Event description:
All attempts to the reporter for additional information have been unsuccessful to date. Follow up with the vital records office revealed the cause of death was cardiopulmonary arrest caused by a myocardial infarction.

Event description:
It was reported that the patient passed away. The date of death was (B)(6) 2009. No information regarding the death or the relationship of the death to the vns was provided. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
.